Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and duplicated the reported issue. Physio dismantled the device and reseated connections. After reassembly the device began working properly. The device was worked on previously by physio for a technical service update (tsu), the reported issue could have potentially been caused by an improper reassembly of the device during the tsu. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that following a service activity their device would not power on using ac or dc power. There was no patient use associated with the reported event.